Event description:
It was reported that during a bilateral diep flap reconstruction procedure, the clips popped out of the jaws. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(Device a): results: cartridge cover out of position. (Device b): results: (returned empty). Eval summary: instrument a was returned with the cartridge cover tabs misassembled. The instrument was cycled and ejected the remaining clips due to the cartridge cover condition. No conclusion could be reached as to what may have caused the cartridge cover condition. Instrument b was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.